Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7092562.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein one of the spinal cord stimulator (scs) leads were replaced and the patient was doing well postoperatively. The explanted leads were retained by the medical facility and will not be returned.